Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. Interrogation of the device noted the battery monitoring voltage was 9.19 volts and the battery status was beginning of life (bol). The device was able to be interrogated and a memory download was performed successfully. Review of device memory noted no resets, errors, or codes. The rf wake up periods were tested and it was found the maximum pulse widths appeared to be decreasing as the temperatures were increased which would cause difficulty communicating with the device while implanted. Laboratory analysis confirmed the clinical observations, however the root cause was unable to be determined.

Event description:
It was reported that difficulty was experienced with telemetry during the implant procedure for this subcutaneous implantable cardioverter defibrillator (s-ICD). The implant was able to be completed and the patient was moved to the recovery room. The device was interrogated and a message was displayed indicating the patient data was unable to be retrieved. The device was interrogated multiple times with the same message displayed. A magnet was applied to the device and tones were able to be elicited. Additional attempts to interrogate the device were made however the device was not able to be found by the programmer. A second programmer was used with the same results. The pocket was reopened and this device was explanted. A new s-ICD was successfully implanted. No additional adverse patient effects were reported.